Event description:
(B) (4). Patient is a (B) (6) male who presented on (B) (6) 2008 with sli. Pt has known pad and previously underwent aorto-biiliac bypass graft approx 8-10 years ago. Pt has a history of hypertension (baseline blood pressure 184/90) and non-insulin dependent diabetes with hyperlipidemia. (Onset of s/s <24 hours and left lower limb with aorto-biiliac bypass graft was threatened immediately with complete occlusion). Pt underwent thrombectomy. On final angiographic assessment, the graft was patent. On (B) (6) 2008, the pt likely had contrast-induced renal failure. The plan is to continue IV fluids and diuretics to see if urine output improves. Event was thought to be possibly related to the angiojet catheter, and definitely related to the procedure. Event was though to be probably related to the drug therapy.

Manufacturer narrative:
This event was previously determined to be a non reportable event. However, based on updated information obtained by a possis representative at the center, this event is being updated and this case should now be reported. The original evaluation is listed below for history purposes and the updated information follows. Original evaluation (historical): event consists of renal failure 12 days post angiojet therapy likely induced by contrast. Renal failure and renal failure adverse events are listed in the product instructions for use as a warning and possible adverse event. In addition, it is suspected that the renal failure was related to the contrast injection. Angiojet related renal events typically occur within 24 hours and resolve by 48 hours. Contrast induced nephropathy (cin) typically occurs 3 days post procedure and resolves by day 7. The time of the renal failure is not consistent with angiojet use and no mention of significant hemolysis. This event may have been caused by cin plus pre-existing risk factors of hypertension and diabetes. This is not a reportable event. This is a (B) (4) adverse event; pearl adverse events are routinely tracked in the complaint system. Updated evaluation: renal failure was the originally documented as 12 days post angiojet therapy. However, following up at the site revealed that the onset of renal failure occurred 1 day post angiojet therapy. The patient required dialysis 3 days later (4 days post angiojet therapy). The patient continued on dialysis for 75 days and then no longer required treatment. On the day of the angiojet procedure, the patient had received n-acetylcysteine (mucomyst) and sodium bicarb prior to the procedure with 130 mils of contrast. There were two failed attempts (left and right femoral) for vascular access prior to successful access at the left femoral. The angiojet catheter made 2 passes prior to the power pulse delivery of 20 ml of tpa with a wait time of 20 minutes. Another 2 passes were made for a total volume of 246 mls during the thrombectomy procedures. A CT scan was performed post procedure without contrast. The original complaint documented that the patient likely had contrast-induced renal failure. It was not originally believed that the renal failure was associated with angiojet therapy due to what was believed to be the extended period of time between the angiojet therapy and the onset of renal failure. There is still no mention of significant hemolysis during the angiojet treatment. However, based on the updated information, the timing of the onset of renal failure event due to possible association of angiojet therapy cannot be conclusively ruled out. The direct cause of renal failure is speculative since there are multiple factors involved such as the patient's history of hypertension and diabetes as well as contrast injection and the angiojet therapy.